Event description:
A 6f angio-seal vip was deployed in an arteriotomy that was below the bifurcation of the superficial femoral artery (sfa) and the profunda femoris artery. The vessel was less than 4mm wide. The patient returned a couple weeks later complaining of leg pain and was unable to walk. An angiogram performed by the vascular surgeon revealed a vessel occlusion of the sfa at the puncture site. A thrombectomy was performed. The surgeon stated that there was no collagen in the artery but the suture was present. The lining of the vessel was gone and the vessel was sutured shut. The patient was hospitalized due to this event but is now stable and recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. One paper print radiographic image was received with the complaint. Contrast enhancement was seen in the image of the lower extremity vessels in the pelvic region. There was no identification present on the image. This most likely represents a femoral angiogram. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.